Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: -no abnormalities were detected. Permeability test: the test showed that the m.blue is non-permeable. Computer control test: due to the detected blockage in section "permeabilty test" the computer controlled test could not be performed. Adjustability test: the m.blue was found to be adjustable to all pressure settings. Brake force and brake function test: the brake force of the of the m.blue was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, the valve is finally opened with a special tool. After dismantling of the valve, bloody deposits were found in the m.blue. Results: for the sake of thorough and transparency, we would like to point out that an adjustment test was already performed after the revision at the hospital. Based on our investigation results, we have determined that there was a blockage in the valve at the time of our investigation. Detected deposits were the cause of the blockage. Existing deposits in the csf can temporarily impair the function of the valve and is described as concomitant symptoms in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). From our point of view, no further regulatory actions are required.

Event description:
It was reported that a m.blue (part # fx800t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt system was believed to be operated in underdrainage and difficult to adjust. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: 165 centimeters (cm). Weight: (B)(6) kilograms (kg). Gender: female.